Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead exhibited unspecified impedance problems. The patient underwent a myectomy, during which time, the lead was cut and abandoned, tachycardia therapy was programmed off and the device was programmed to aai. It was noted that the patient did not require any rv pacing. Subsequently, an additional procedure was performed and a new rv lead was implanted. No testing was performed on the surgically abandoned lead to determine the root cause. No additional adverse patient effects were reported.